Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 20-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting the neurostimulator (ins) replaced due to normal depletion. During replacement 8-15 part of lead unable to fit into the new ins. The 0-7 lead could fit in the port without issue. The surgeon described the 8-15 part of the lead as having plastic falling off. It was unknown what led to the issue. The surgeon was able to get a couple of contacts in. After the procedure, the manufacturer's representative (rep) was able to get adequate coverage, so the lead was not replaced and wasn't planned to be replaced.